Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture event was sensed by the device.

Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead resulting in the patient experiencing presyncope. Abbott technical support was contacted and reprogramming of the device was performed to resolve the event. The patient was in stable condition.